Event description:
Customer reported a false negative and borderline results for two pts' urine samples run on two clinitek status + analyzers. For the pt whose urine was negative for hcg, the customer performed a quantitative serum test. The serum test result for this pt was 132 iu. There was no impact to the pt as a result of this event.

Manufacturer narrative:
Customer tested controls on each of the instruments. The instruments passes all testing. Instruments were sent to the service center for eval.